Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the critical block and inverse critical block did not add to zero (pump error 63 alarm), hardware low-level failures. (Pump error 4 alarm),the battery failed alarm and found sensor updating. Troubleshooting was performed and the customer was able to clear the alarm and customer received a request to rewind the pump and also was able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored and no pump error 63 alarm, pump error 4 alarm and unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2017 line number: 147) were recorded and found in the formatted history file on: (B)(6) 2023 21:08:06.000 pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2017 line number: 147) were confirmed according in the formatted history file, suspected on (B)(6). Please see below for pump errors/alarms noted 1 week prior to the event date 05-jun-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6)/2023 11:59:00.000 (B)(6)/2023 04:01:00.000 (B)(6)2023 06:47:00.000 sensorerroralert (801) were recorded and found in the formatted history file on: (B)(6)2023 16:25:09.000 (B)(6)/2023 16:28:12.000 (B)(6)/2023 17:00:07.000 (B)(6)/2023 17:35:07.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6)2023 21:08:51.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6)2023 21:08:09.000 (B)(6)/2023 21:08:25.000 no power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 05-jun-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/low power battery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2017 line number: 147) were confirmed according in the formatted history file, suspected on (B)(6). Unexpected failed battery alert/battery failed alarm was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.